Event description:
Reported via patient call center it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. The patient called inbound to the watchman patient care team reporting that he has two blood clots that have formed and is being treated with warfarin. The patient noted that he is unable to take aspirin, so he was on plavix for 1.5 years. No further information was provided.

Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known.